Manufacturer narrative:
Citation: bansal n., et al. Closure of insufficient, native right ventricular outflow tract with amplatzer¿ muscular ventricular septal defect occluder in a patient with tetralogy of fallot post-melody® valve. Ann pediatr cardiol. 2019 may-aug; 12(2): 159¿162. Doi: 10.4103/apc.apc_76_18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with surgically repaired tetralogy of fallot (tof) and history of ventricular tachycardia treated with an implantable cardioverter defibrillator (ICD). At age (B)(6) years, he underwent implant of a medtronic melody bioprosthetic valve within the pulmonary artery homograft to treat stenosis and insufficiency (no serial number was provided). The patient¿s native right ventricular outflow tract (rvot) remained a source of severe regurgitation, despite the melody valve resolving the homograft stenosis/insufficiency, which required percutaneous repair with a septal defect occluder device at age (B)(6) years. Upon 5-year follow-up, echocardiography showed increased right ventricular pressures due to melody valve type ii fracture with loss of stent integrity. The pulmonary homograft was surgical replaced with a porcine-valved conduit. No additional adverse patient effects or product performance issues were reported.